Event description:
Qty 1, 9xt, serial: (B)(4). The customer said the lever that elevates the leg rest up and down - the clip on the side broke off and the spring went flying. He has the all the pieces but since the clip broke off. (B)(6). No additional information provided.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.